Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).

Event description:
It was reported to the philips that the outer screen of the device was deteriorated. There was no patient involvement.

Manufacturer narrative:
Following the initial call, additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available. Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text: unable to reach customer for additional information.